Manufacturer narrative:
The customer contacted siemens customer care center. A customer service engineer (cse) was dispatched to the customer site. The cse aligned of sample and reagent probes, and the sample and reagent drd. Siemens headquarters support center (hsc) reviewed the information provided by the customer. Hsc reviewed the spyfiles and found no indication of reagent or sample level sense issues. Hsc reviewed the errorlog.mdb and found no indication of instrument errors related to this issue. Hsc found that there is insufficient information to determine the cause of the falsely elevated result, and pre-analytical factors or sample issue cannot be ruled out. Based on the investigation, no product problem was identified. The cause for the discordant falsely elevated hcg sample result is unknown. The instrument is performing within specification. No further evaluation of the device is required.

Event description:
A discordant, falsely elevated human chorionic gonadotropin (hcg) result was obtained using immulite 2000 xpi instrument. The initial result was reported to the physician(s) and was questioned. The repeat result using the same instrument was considered correct and was reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely elevated hcg result.